Manufacturer narrative:
The investigation for positioning issues has been completed. The impella device was received for investigation. On the second day of support, it was noticed by imaging that the pump pigtail was under a papillary muscle. It was not reported that this was causing any complications with support, so the doctor did not want to reposition. There were no abnormalities noted on the returned product. Data logs were reviewed and there were no positioning alarms, specifically "position in ventricle," triggered until (B)(6) 2024 when the pump was being weaned. This is the day after the reported complaint. The root cause of the positioning issue was determined to most likely be a use issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella cp support, and the placement signal was very abnormal. The doctor might have touched the sensor on the motor when the pump was inserted. Support was continued. Additionally, the pigtail of the pump was found to be under the papillary muscle. The doctor did not want to reposition. The medical staff monitored until the patient eventually expired. Upon review by abiomed's medical safety officer, the use of the impella device cannot conclusively be associated with the patient¿s outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for placement signal issue. Data logs were investigated, and it was confirmed that there was a lot of noise in the placement signal from case start through the entirety of the case. Additionally, some optical signal values were abnormal. Returned product was investigated, and 5s parameters were all within specification, the pump passed the laser continuity test, placement signal low alarm did not reproduce, and it held pressure when put through the uson test. The root cause of the placement signal issue was determined to most likely be patient condition. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 adverse event updated. B2 updated to death. H1 updated to death. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-14893. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.